Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient¿s implantable neurostimulator (ins) experienced ¿quick battery depletion.¿ it was further reported the hcp ¿felt the battery depletion was too quick¿ and that the ins reached the elective replacement indicator (eri) on (B)(6) 2016. Impedance testing was performed and found the system impedances to be ¿between 619 and 960 ohms.¿ it was noted that the patient¿s ins was set to cycle between 0.1 sec on/0.1 sec off. Following the replacement of the ins the ¿patient was good and had >50% symptom improvement¿ and the issue was resolved. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
It was determined that report number 3007566237-2017-00886 was a duplicate of this report.

Event description:
Additional information was received from the manufacturer representative regarding the data of the ins. Data from the ins on (B)(6) 2015 indicated the ins was "ok". The patient was programmed with an amplitude of 3.0 volts with an upper limit of 10.5 volts and lower limit of 3.0 volts. The pulse width was programmed at 180 ms and the frequency was 70 hz. Cycling was enabled and the impedances were within normal ranges (566-919 ohms). Interrogation of the data on (B)(6) 2015 indicated the amplitude was between 2.0 and 5.0 volts with an upper limit of 10.5 volts. Cycling was still enabled and the impedances were within normal ranges (619-960 ohms).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported the ins was discarded by the physician.